Manufacturer narrative:
H6: correction being sent due to code missing from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they went to have an MRI on friday (B)(6) 2024 and they were unable to connect to their implant to activate MRI mode. Patient services walked the patient through connecting their handset and communicator to their implanted neurostimulators and the patient was able to successfully activate MRI and deactivate MRI mode. External devices were functioning as expected at the time of the call. The patient stated they hadn't used their external devices in a while and that it had taken them a while to catch up but they thought the potential cause of the inability to connect on friday was the fact that they had been standing right outside of the room where the MRI machine was and that the room they were in at the time they were trying to connect had computers in it. Patient thought that might have interfered so the next time they would try to connect away from any sources of emi. The troubleshooting steps that were taken on the call resolved the issue.